Event description:
It was reported that the patient's pump and catheter were removed in 2012 due to infection. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4)

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had "infection x 2" and pump was removed on (B)(6) 2012. The symptoms related to the infection were fever, chills, redness, pain. The cause of the infection was unknown. Reporter further stated that the pump would not be re-implanted. A follow-up report will be sent if additional information becomes available.